Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed component code mechanical (g04)- head. Citation: thewlis, d., bahl, j., chai, h.w., et al. (2025). Revision hip arthroplasty through a gluteal-sparing extended posterior approach may be able to achieve similar functional outcomes to primary hip arthroplasty. Arthroplasty today, 33 (101681), 1-9. Https://doi.org/10.1016/j.artd.2025.101681. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided in the study, however it is unknown if they belong to the patient in this complaint. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient experienced a revision due to recurrent dislocation on an unknown date. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.